Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was repositioned to a new pocket site. It was reported that the issue has since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.